Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is damage on connector, the protective cover of the connector pins did not return to its place, the source started flashing when an endoscope connected to it was removed, the problem came from the tab or slide detection 190 of the connector that got stuck. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had blinking front panel lights. There were no reports of patient harm.